Event description:
Related manufacturer reference number: 3006705815-2022-18531. It was reported the patient was experienced pain at the ipg site and ineffective stimulation. Reprogramming did not resolve the issue. Surgical intervention took place wherein the scs system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: qctrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000079542.